Event description:
Patient reported that they were admitted to hospital for low blood glucose levels. The patient had primed the pump several times and stated that they were half asleep and they could not remember if they disconnected before priming.